Manufacturer narrative:
No product will be returned for eval.

Event description:
In 2008, a company representative reported that the pt works in extreme temperatures and humidity and is having difficulty with infusion set headsets staying in place. Upon follow up with the pt on the same day, he reported that 3 infusion sites fell off on three days before, and his blood glucose elevated to over 600 mg/dl and he felt weak, nauseated, and thirsty. The following morning his blood glucose was normal. On the day prior to original date, the patient's headset fell off while at work and his blood glucose elevated to over 600 mg/dl and he bolused over 20 units of insulin. He felt tired and weak and went to bed. He woke up early in the morning and knew his blood glucose was low (he did not test his blood glucose) and he drank a small glass of orange juice. He then began having a seizure and his father gave him more orange juice through an eye dropper. The following morning, the patient's blood glucose measured 471 mg/dl and he ate 75 grams of carbohydrates and he bolused and went to work. The headset stayed in place while the pt was at work but he stated it was "loose", and his blood glucose measured 500 mg/dl. He bolused but did not change his infusion site. At the time of the report, the patient's blood glucose measured 408 mg/dl. He was advised to change his infusion site. The pt also reported that the cannula of one of the headsets that fell off was bent. The pt was educated on insulin therapy and extreme temperatures. The pt did not retain the alleged product. He was sent sample infusion sets, tegaderm, and info on infusion site management. No product will be returned for eval.